Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. While running inventory report for FDA audit, it was determined that product in stock ((B)(4)) was related to recall. Product was pulled and quarantined to (B)(4). Product number is so453p / lot number 51987621 stlncr-18-0160 initiated and will be provided via email to include in the complaint file. No patient injury or delay of surgery involved.